Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported issue. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The mtm was returned to isi for failure analysis (fa). Fa investigation confirmed and reproduced the reported failure, "finger clutch does not work" during calibration.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the finger clutch of the system's master tool manipulator (mtm) did not work. The customer converted to another da vinci system. Intuitive surgical, inc. (Isi) followed up with the customer site and obtained the following additional information: the issue was identified prior to starting the procedure, but post-anesthesia. No patient harm or injury. No fragment fall into patient anatomy. The procedure was completed with another surgeon side console (ssc) with no delay.